Event description:
Customer reported having problems with low blood glucose levels of 64 mg/dl. Customer previously experienced high blood glucose of 208 mg/dl. Customer stated she will be talking to her doctor to see if the device needs to be adjusted. Customer stated she sometimes had a hard time twisting to disconnect and connect back on to the device. Customer stated it was due to carpal tunnel, problems with nerves on her hand. Customer had to change the reservoir because it was reported. Customer declined troubleshooting. Blood glucose reading of 36 mg/dl was also captured. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.